Event description:
The nurse reported that the surgeon stated that the device broke during the intervention. No delay and no consequences for the pt were reported.

Manufacturer narrative:
The complaint device has not been returned for investigation to date. A follow-up report will be issued upon completion of the complaint investigation.